Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported no capture was noted on the right ventricular lead during a follow-up clinic visit. Patient had reported fallen multiple times in the last six months. Physician had suspected possible lead dislodgement. After fluoroscopy evaluation on the right ventricular lead, it was determined that the left ventricular lead was dislodged and not the right ventricular lead. The left ventricular lead was capped and replaced on (B)(6) 2019. During the procedure the right ventricular lead was tested multiple times and normal threshold was observed each time. The right ventricular lead remains implanted. The no capture issue was due to the left ventricular lead dislodgement. Patient tolerated the procedure well and was discharged in stable condition.